Event description:
After 34 months of implantation, this ICD was explanted because it was reported that during a follow-up interrogation a message was displayed stating. "Abnormally high current consumption found now. ICD replacement recommended." Therefore, the ICD was explanted in 2005.